Event description:
It was reported that patient had a lead revision a couple of months ago because of a lead fracture and open circuit. Prior to revision, when patient had open circuit, patient experienced open circuit symptoms. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: 2010 (B)(6), product type extension, product ID 7482a51, serial# (B)(4), implanted: 2010 (B)(6), product type extension, product ID 7436, serial# (B)(4), product type programmer, patient product ID 3387s-40, lot# v407602, implanted: 2010(B)(6), product type lead. (B)(4).